Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient was hospitalized. It is not known why the patient was hospitalized. At the time of hospitalization, the continuous glucose monitor (cgm) on patient's insulin pump was not alerting for a high blood glucose (bg) of 700 mg/dl. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.